Event description:
Blue tubing between smith & nephew renasys pump and drainage cannister was kinked off and pump was not alarming. Redness and edema noted to peri-wound of split thickness skin graft that is being bolstered by this npwt.